Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's procedure (ref: 1627487-2026-00308) the l5 lead was explanted and then re-implanted because the strain relief loops had pulled out.